Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from november 1, 2013 to november 2, 2013. Evaluation summary: the device was returned for evaluation. Visual inspection verified the reported condition; the blue winged luer cap was found to be missing from the distal luer lock. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been initiated to further investigate the missing cap issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap was missing from a large volume intermate. This was noted before use. There was no patient involvement. No additional information is available.